Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an appropriate shock. Post shock it was noted loss of capture along with high capture thresholds. The patient experienced a syncopal event at the same time as the event. Reprogramming options were discussed and recommended. The settings were adjusted. At this time, this crt-d remains in service and no additional adverse patient effects were reported.